Event description:
Caller reported that the t:slim x2 pump battery would not charge. The customer's blood glucose level did not exceed 500 mg/dl. To address the issue, cts advised the caller to ensure proper usb insertion during charging to prevent damage and confirmed a replacement pump would be provided while the customer reverted to multiple daily injections (mdi) as a backup therapy.